Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's pacer migrated down near the breast due to adipose tissue. (It was indicated that adipose tissue is typically a poor anchor for devices.) It was thought that this device migration pulled the slack out of the atrial lead and eventually became too tight, thereby leading to lead dislodgement. A new pocket was created, and the pacer was moved to the new pocket, which was higher up and closer to the left clavicle. It was thought that this new placement was submuscular. The old pocket was closed tightly with two running stitches. The patient was doing well after this revision procedure and no adverse patient effects were reported.